Event description:
A medtronic representative reported that a surgeon felt inaccurate during an ear, nose & throat (ent) case. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
Patient information was unavailable from the or director. At a later date, a medtronic representative reported that he talked with the surgeon about the incident. There was no troubleshooting performed during the surgery. They did not try to re-register, or check for metal and/or rf interference. Eventually they discontinued navigation because the surgeon felt there was about a 3mm inaccuracy. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep was unable to replicate the reported issue and has since covered a case with no issues. There were no further reported complaints from the site.